Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic relief. The catheter was spliced on (B)(6) 2010. The pt was started on a fentanyl 150mcg/hr patch on (B)(6) 2009 which was increased to 200mcg/hr on (B)(6) 2010. A surgical revision of the catheter was done on (B)(6) 2010. The pt resolved without sequela on (B)(6) 2010. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.